Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing a message saying that patient data might not be current and had patient interface problem. A technical support specialist (tss) ran server down query and later confirmed that the integration engineer resolved the issue. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es showing a message saying that patient data may not be current. The customer reported that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.